Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) could not complete autofill and displayed low vacuum, system failure alarms. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated they found fault code 58/124 indicating comp value under minimum. The unit could not complete 30 psi calibration and failed vacuum and drive manifold vacuum leak test repeatedly. While troubleshooting the unit the fse found pneumatic system display and cycling k7/k8 valves leaking and not allowing vacuum to be created. The fse replaced drive manifold (0104-00-0031) and unit passed all manifolds test. The unit passed all functional and safety tests per factory specifications and was returned to the customer.